Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that post-operative bleeding occurred on the right side within 24 hours of the procedure. They used a cautery to control the bleeding. There was no patient injury. The incident device was discarded by the customer.